Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation.

Event description:
It was reported that during an unspecified procedure, the patient experienced a pericardial effusion which was noted on the ultrasound. The physician performed a pericardiocentesis and removed 800 cc's of fluid from the pericardial space. The physician believed that the effusion may have been caused by the transeptal needle and sheath during transeptal stick. After the pericardiocentesis procedure, the patient was reported to be in stable condition.